Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was dizzy after a speed adjustment from 5700 rpm to 6000 rpm. An echocardiogram was performed and showed the septum had slightly shifted to the left side and the patient's right ventricle was dilated. The pump speed was adjusted back to 5700 rpm. The patient was admitted for right heart function management on (B)(6) 2024. On (B)(6) 2024 the patient received a heart transplant and during the procedure the power increased after the pump speed was set to 600 rpm to 6200 rpm. The left ventricle did not shrink on the transthoracic echocardiogram and the doctor assumed there was a thrombus in the pump. The pump was brought to the lab to be analyzed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. Evaluation of heartmate 3 lvas, serial number (B)(6), and the submitted and retrieved log files could not confirm the report of suspected thrombus. (B)(6) was returned with the pump cable severed approximately 12¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment. The apical cuff was not returned with the device, and the cuff lock was returned disengaged. Upon disassembly of the pump body, the blood-contacting surfaces revealed no thrombus formations or depositions which would contribute to any flow issues. Examination of the outflow graft lumen revealed no depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The log files retrieved from the pump captured pump parameters consistent with the reported heart transplant procedure on (B)(6) 2024. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and device thrombosis. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.